Manufacturer narrative:
This is a final report. The device was returned and an investigation has determined the complaint in not confirmed. During the investigation it was revealed the meter's port was contaminated, no further investigation could be undertaken.

Event description:
A healthcare facility reported they received an inaccurate reading of "greater than 500 mg/dl" on their precision xceed pro blood glucose meter which was compared to a laboratory result of 24 mg/dl, within 10 minutes. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. It was additionally reported the customer was already being treated for "low blood sugar", but no information was provided. During troubleshooting the reporter answered "no" when asked if the customer had sustained an injury, a change or delay in treatment or experienced any symptoms as a result of the readings discrepancy. There was no report of death, serious injury or mistreatment associated with this event.